Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown insert. Additionally, an unknown cup was noted in this report. Based on the limited information provided, it cannot be determine which, if either of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that the patient dislocated two times in space of two weeks. He was revised on (B)(6) 2013.

Manufacturer narrative:
This event is related to voluntary recall ra 2012-067. This recall was initiated due to the potential risks associated with modular neck stems.

Event description:
It was reported that the patient dislocated two times in space of two weeks. He was revised on (B)(6) 13.